Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered therapy for an atrial arrhythmia followed by rapid ventricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.